Manufacturer narrative:
Philips service provided part numbers for flex-pc and hdd replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system hung at 00:00 and required flex-pc and hdd replacement on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.